Manufacturer narrative:
One opened and used sensor was inspected and the insertion needle was found bent inside of the sensor base. It could not be confirmed if the customer received the sensor in this condition due to the sensor being returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported differences between her sensor glucose and blood glucose readings. The customer's blood glucose was 110 mg/dl at the time of the call. She stated she had an incident where her sensor glucose was 69 mg/dl and her blood glucose was 42 mg/dl. The customer stated she had gastroparesis which caused her blood glucose to change rapidly. She also reported bleeding issues with her sensor. She stated that she was on medication that also caused bleeding. No additional information provided.